Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that some rapidpoint 500 measurement cartridges are experiencing (____?) Errors when running aqc level 1 or cvm level 1 or 2. Customers have been notified about this situation. Urgent field safety notice 31512 rev a was issued for distribution on 27 may 2014. New formulation of sensor has been released to the field and cartridges from serial number (B)(4) should not experience this issue.

Event description:
Customer reported that the pr 500 instruments displayed (---?) Question value result for sodium(na), potassium(k), and ionized calcium(ica) on a patient sample that had a high lactate result of 29. Customer also reported that sample was run on 2 other rp500's with the same results. There was no report of injury due to this event.